Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized three times due to high blood glucose levels. The exact dates were unk, but the mother stated that the events were in (B)(6), (B)(6) and (B)(6) of 2010. The (B)(6) and (B)(6) hospitalizations were due to the tubing detaching from the p-cap. The (B)(6) hospitalization was due to lack of insulin as the customer forgot to prime the insulin pump prior to connecting to it. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother also stated that the customer has been receiving chemotherapy and steroid medication, which may be contributing to the high blood glucose levels. Nothing further was reported.